Event description:
It was reported that the device delivered anti-tachycardia pacing for sinus tachycardia with a long programmed rate. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device delivered anti-tachycardia pacing for sinus tachycardia with a long p-wave to r-wave interval. It was further reported that the device was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.